Event description:
This spontaneous report ((B)(6)) from the united states of america was reported by a consumer (age and gender unspecified) via chat who reported developing sexually transmitted disease (std) after using the trojan magnum condoms unspecified. On an unspecified date, the consumer initiated the use of trojan magnum condoms unspecified. After using the product, the consumer developed sexually transmitted disease (std). No additional information was available. The consumer mentioned they believe the condoms are counterfeit, we did our due diligence by trying to confirm if the trojan magnum condoms involved in the incident was ours or not, and since we are unsure of the origin of the product, we are reporting. The action taken with trojan magnum condoms unspecified was unknown. The outcome of the event caught std using them was unknown. The outcome of the event sexually transmitted disease (std) was unknown.

Manufacturer narrative:
Not avail.